Event description:
On (B)(6) 2011, pt called regarding the up and down buttons on the infusion device. Troubleshooting was completed, and the up button functioned as intended. The infusion device beeped and displayed 0.0 when the down button was pressed, but it did not vibrate. Pt has used this infusion device for 5 years and boluses 1 - 3 times per day. Both the up and down buttons pop up after being pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.